Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(6). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient suffered pain and suffering, emotional distress, lost wages and medical expenses; excessive levels of chromium and cobalt. Doi: (B)(6) 2006 - dor: none reported (left side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and elevated ion levels. Dor: (B)(6) 2012 update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; metal ion production; metallosis; elevated ion levels; metal-stained fluid; greater trochanter and posterior border of the gluteus medius grossly stained with metal, tissue gray in color; extensive scar tissue removed; corrosion. Adaptor sleeve and femoral stem added to complaint.